Event description:
A hospital in another country reported to us that an mr290 humidification chamber became deformed when using with a metran humming v ventilator. No patient injury was reported.

Manufacturer narrative:
Background: the setup used with the metran humming v ventilator is not a fisher & paykel healthcare recommended setup, however, metran have done tests for such a setup for the type of ventilation provided by the humming v ventilator. Method: photographs of the actual device were visually inspected. Slight deformation of the mr290 gas ports was evident and almost certainly due to overheating. Metran conducted tests on the system setup using the mr290 humidification chamber and mr850 humidifier. Results: metran found that incorrect settings on the ventilator used in conjuction with the humming v setup using an mr290 chamber with an mr850 humidifier in the cause of the chamber deforming. Incorrect ventilator setting causes a reduction in gas flow. The way the breathing circuit is set up in this case, the temperature/flow probe for the mr850 system is located further from the chamber output port than in other mr850 system setups. The reduction in gas flow potentially affects the feedback to the mr850, which then cannot regulate the heat output to the chamber correctly. This could then result in overheating and eventually slight deformation of the chamber ports. Conclusions: this is an unusual complaint and has only come from one hospital in another country. The ventilator manufacturer, metran, have conducted tests and concluded that user error contributed to the event. There will not be any further action on this complaint, however, this type of complaint will be monitored in the future for any increase in trend.